Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02047. It was reported patient experienced lead migration, patient did not experience any trauma. Surgical intervention steps were taken where system was explanted and replaced. Post procedure therapy was restored.

Manufacturer narrative:
Correction: - (B)(4). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.